Manufacturer narrative:
E1: initial reporter address and phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination in ten (10) exactamix vented, micro-volume inlets. The pm was further described as, ¿black incrustations as well as particles¿. This was observed before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed (scar reference: trackwise (B)(4)) and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling. Therefore, no further complaint investigation is required.